Manufacturer narrative:
The product has been returned for evaluation; however, as of to date the evaluation has not been completed. Add'l info has been request and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the firestar balloon leaked; didn't maintain shape. Contrast media escaped and was visible on the radiograph. There was no pt injury reported.